Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump that the customer reported does not infuse. There is no report of patient involvement or patient harm.

Manufacturer narrative:
The device has been received, however the investigation has not yet begun.

Manufacturer narrative:
The device was received for investigation. The reported complaint was does not infuse and was investigated as a level 1 pci. No anomalies or delivery related alarms found in device history. Multiple pressure related alarms noted in history. Device history downloaded and maintained. Detailed review period (B)(6) 2022 to (B)(6) 2022. See logs review/conclusion attached to device history record. It was noted in the `as-found condition: no physical damage noted. R&d engineering obtained from service center the pump clinical & diagnostic logs for plum 15. 11 serial # (B)(6) covering the date range (B)(6) 2022 through the date of report (B)(6) 2022). Engineering reviewed the logs finding: 80 infusions between (B)(6) and (B)(6) (there were no programmed infusions after april 12). O of which there were: 42 continuous, 15 concurrent, 15 piggyback & 8 multistep infusions. These infusions: o ran for durations between 4 seconds and 33:27:37 hours. O delivered between 0 ml and 1646.8 ml with an average of 190.14 ml volume infused per infusion. Beginning on (B)(6) @ 11:48 and appearing throughout subsequent pump use (i.e. Through (B)(6) @ 20:56) there were 31 pressure sensor failed alarms. O prior to the appearance of pressure sensor alarms, distal occlusions occurred about 10 times/day. O once pressure sensor alarms began being raised, distal occlusions occurred about 73 times/day (or 1 distal occlusion alarm every 20 min, on average). Engineering evaluates the customer¿s complaint, ¿as worded¿ (i.e. That the pump ¿does not infuse¿) is not confirmed as the logs show the pump was infusing. The device passed all pvt testing including delivery accuracy testing and both pvt testing and log review showed infusion was achieved, despite the occurrences of distal occlusions throughout infusions. No unexpected air in line alarms were observed during pvt testing it was noted during pvt testing that occlusion levels values were low but within specification. It has been recommended by r&d engineering that pressure detector is recalibrated or replaced. It is concluded that the device infused as shown in log review and therefore the customer¿s complaint is not confirmed see attached for detailed log analysis probable cause: does not infuse - not confirmed as not confirmed through logs and not replicated during testing as no issue found with device infusing. No probable cause determined